Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an erratic display. The ventilator also started sparking and stopped functioning. Although re quested, patient involvement is unknown at this time. A non-medtronic/covidien service provider inspected the device and identified a faulty back up power supply. The power supply needed to be replaced. Medtronic/covidien was not authorized to repair the device.